Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis, and vomiting. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Tandem technical support made multiple follow up attempts with the customer, however, no response was received.